Manufacturer narrative:
Attachment: article titled ¿intraprocedural doppler and invasive hemodynamic profiling predict clinical outcomes after mitral teer.¿ the device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported patient effect of death could not be determined as no case-specific detail was provided. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: date of death estimated. B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated. Attachment: article titled ¿intraprocedural doppler and invasive hemodynamic profiling predict clinical outcomes after mitral teer.¿

Event description:
It was reported through a research article that 181 patients underwent mitral transcatheter edge-to-edge repair (teer) from 2014 to 2022. Within one year of the procedure, the implanted mitraclips may have caused or contributed to death. Additional information is listed in the attached article, ¿intraprocedural doppler and invasive hemodynamic profiling predict clinical outcomes after mitral teer.¿